Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed a hole in the rv seal plug. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing. In this case, the hole in the rv seal plug likely contributed to the reported noise.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant. The device and lead were placed without issue and exhibited acceptable sensing and measurements prior to pocket closure. As the physician started closing the pocket noise was observed on the right ventricular (rv) channel with some instances of oversensing. The device was removed from the pocket and lead connection verified. Once put back in place noise and oversensing were observed again. The physician removed the first rv lead and placed a competitor lead. Upon connection to the device and placing it into the pocket noise and oversensing persisted. The physician elected to remove the device and implanted an alternate without further issue. No adverse patient effects were reported.